Manufacturer narrative:
H6 adverse event problem codes: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
It was reported that the patient's generator is noticeable raised at the implant site. Since (B)(6) these episodes have been monitored to document their frequency and progression. While assessing the patient the physician indicated concern of infection and presence of fibrosis. In response the physician ordered laboratory tests, ultrasound of the affected area, and prescribed antibiotics. After review of the ultrasound results the device was explanted on (B)(6) 2026. A small subcutaneous abscess is noted within the subcutaneous tissue of the right breast, associated with mild adjacent subcutaneous inflammatory changes. The facility currently has the device and it is available for return however has not been returned to date. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Device history records were reviewed on 05/01/2026 for the generator m 1000 sn:(B)(6). The device passed all functional specifications and quality tests and were sterilized prior to distribution.